Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set was leaking below the drip chamber. The device had been filled with unspecified chemotherapy drug. The leak was observed by the nurse after priming before giving to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including pressure testing and clear passage test which revealed a leak between the assembly of the tubing into the drip chamber. The reported condition was verified. The cause of the condition was due to improper assembly during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.